Event description:
Reuse technician reports two to three incidents of blood leaks, over the past two to three months, during reuse (numbers unk) at the onset of treatment with CT 190g dialyzers. The leaks were noted by audible blood leak alarms and confirmed by hemastix test strips. Treatments were discontinued and resumed with new disposables and completed without further incident. Rt reported that there was no pt injury or medical intervention associated with these incidents.